Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8198205. Our records show that this is the third instance of foreign material occurring in this production batch, however this is the first of this material type. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Composition testing of the material identified it as a polymethacrylic sodium salt; our engineers were unable to identify this material in our manufacturing process, despite conducting a thorough review of our facility. Unfortunately based on the results of our review, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system was found containing foreign matter before use. The following has been provided by the initial reporter: it's noticed that foreign matter in the ea package of intima-ii defected product didn¿t be used.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system was found containing foreign matter before use. The following has been provided by the initial reporter: it's noticed that foreign matter in the ea package of intima-ii defected product didn¿t be used.